Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. It was additionally reported that this patient expired. Patient had two other devices implanted in 2008. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model# 6900p, was implanted. Refer to MFR report# 6000002-2008-09369. It was additionally reported that a third device, model# 4900, was implanted. Refer to MFR report# 6000002-2008-09370.

Manufacturer narrative:
Device not returned.